Event description:
It was reported that there was chronic elevated rv (right ventricular) threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The defib conductor had blood/body fluid (not obstructed). The outer tubing overlay was melted. The outer insulation had cosmetic depression. Visual analysis noted the lead had apparent explant damage.